Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's educator reported that the transmitter blinked red when connected to the charger. The blood glucose reading was 591 mg/dl. Customer was treated with the insulin pump. Nothing further was reported.